Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded driveshaft and rotor, which were replaced along with the bearing stop, nose cone, and bur shield. Service repaired and returned the device to the customer.